Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter failing to expand upon deployment. Based upon the available info, the definitive root cause for this event is unk. It is unk if pt and/or procedural factors contributed to this event.

Event description:
It was reported that during deployment of a vena cava filter, two filter legs became crossed and did not fully expand there was no report of difficulty while advancing the filter through the delivery sheath. The filter remains implanted. There was no reported pt injury.